Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify low batt, off no power alarms due to failed batt test alarm.

Event description:
Information received by medtronic indicated that the insulin pump battery completely roughed off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.